Manufacturer narrative:
Clinical investigation: there is temporal relationship between ccpd therapy with the liberty select cycler/ liberty cycler set and the patient¿s enterococcusi faecalis peritonitis event. However, there is no documentation which supports a liberty cycler set malfunction or product deficiency caused or contributed to the event. Peritonitis is a known risk and well-documented complication of pd therapy. While the exact etiology for the patient¿s peritonitis is unknown; enterococcusi faecalis is a known bacterium found in the gastrointestinal tract. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow-up for a separate event, it was reported that on (B)(6) 2018 this patient on continuous cycling peritoneal dialysis (ccpd) therapy was diagnosed with enterococcusi faecalis peritonitis. The patient was treated with the antibiotics ancef (unknown dose, route, frequency, and duration), vancomycin (unknown dose, route, frequency, and duration), and fortaz (unknown dose, route, frequency, and duration) on an outpatient basis. Per the patient¿s pd nurse, the patient will have his pd effluent cultured in approximately one week to determine if antibiotic therapy was successful. No further information is available currently.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction:plant investigation updated. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
...